Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion due to faulty force sensor resistor. Prime, occlusion, and excessive no delivery tests were not performed due to motor error anomaly. The motor was tested outside the insulin pump and it passed. The insulin pump had cracked case at display window, cracked display window, cracked reservoir tube, cracked battery tube threads, minor scratches on the lcd window, and broken reservoir tube lip.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. Customer stated she thinks the insulin pump does not deliver the bolus. Customer treated with 10 units of insulin with a shot. Troubleshooting was done. The insulin pump passed the high pressure test. Customer wanted to get insulin pump replacement even though the insulin passed the high pressure test. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.